Manufacturer narrative:
Reported event: an event regarding intra-operative limb varus alignment not matching the post-operative limb varus alignment as seen in post-op x-rays involving a 3.0 rio robotic arm - mics, catalog: 209999 was reported. Methods & results: device history review: a device history review could not be performed as the rio serial number was not reported. Complaint history: based on the device identification (pn 209999) the complaint databases were reviewed from 2011 to present for similar reported events of intra-operative limb varus alignment not matching the post-operative limb varus alignment as seen in post-op x-rays. There were only 2 other reported events (B)(4). Conclusion: session data from the case was reviewed. The data at this time, shows that the mako robotic arm operated as expected. No system defect or malfunction is suspected.

Event description:
Discrepancy between pre op limb varus, intra op limb varus, and post op limb varus. Dr (B)(6) noticed this and had a phone call with (B)(6) on (B)(6) 2017; case type: tka. Update: the three patients appeared to be in more valgus than the surgeon predicted - up to 5 degrees. Update case 3 planned 1 varus, executed 57 valgus. This pi is for the third case.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Discrepancy between pre op limb varus, intra op limb varus, and post op limb varus. Dr (B)(6) noticed this and had a phone call with (B)(6) on (B)(6) 2017; case type: tka. The three patients appeared to be in more valgus than the surgeon predicted - up to 5 degrees. Case 3 planned 1 varus, executed 57valgus. This pi is for the third case.